Event description:
It was reported that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Rather, it was stated the patient¿s peritonitis may have been due to a breach in patient hygiene. In an additional follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of abdominal pain. On 6/nov/2023, the patient was admitted into the hospital. The patient had a pd culture obtained which generated growth of fungus (organism not provided). The patient was treated with antibiotic therapy intraperitoneally and intravenously, per infections disease at the hospital. The patient was transitioned to hemodialysis and underwent removal of the pd catheter (not a fresenius product). On a subsequent date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. The patient has recovered from the event, according to the pd nurse. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to a breach infection control.